Event description:
Event description guidant received information that while performing a follow-up with this external device, a button became stuck and the patient experienced asystole as the test was not able to be terminated.